Event description:
It was reported that during the implant procedure the physician did not hear clicks while securing the lead with the screw mechanism. All electrical measurements were normal. The physician removed the plastic cover on the screw causing the screw to get loose and turn freely. The whole system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The anomaly was found to be caused by silicone, septum material found inside the hex cavity of the set screw. This prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening and loosening the set screw.